Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified middle right coronary artery (rca). A 10/3.50 flextome¿ cutting balloon¿ catheter was selected for treatment. During the procedure, it was noted that the balloon ruptured at 8 atmospheres. The device was completely removed from the patient's body and the procedure was completed with a non bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. The device was attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole at 2 mm proximal from the proximal edge of the distal markerband. A visual and microscopic examination observed no damage to the tip, blades or markerbands. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the hypotube was kinked at various positions along its length. No other issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified middle right coronary artery (rca). A 10/3.50 flextome¿ cutting balloon¿ catheter was selected for treatment. During the procedure, it was noted that the balloon ruptured at 8 atmospheres. The device was completely removed from the patient's body and the procedure was completed with a non bsc device. No patient complications were reported and the patient's status was good.